Event description:
The facility reported a colleague infusion pump with failure code 701:00. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 701:00 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module. The pump head module on channel a was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.